Manufacturer narrative:
The reported complaint is confirmed. The actual dialyzer was returned to the manufacturer for evaluation without the prepackaging pouch and was returned with fmcna-ogden adapter and blood port caps. The fibers were wet with indication of blood contamination. Coagulated blood was noted with each header cap. Gross visual examination revealed a polyurethane delamination on the non-cavity ID end of the dialyzer. The delamination was identified as a separation of they polyurethane (potting material) from the dialyzer housing (wall). The delamination extended under the silicone o-ring. Further visual examination of the sample did not identify any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred. The leak was visually observed at the drain. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 50cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.